Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled results of f-tul for renal stones in our hospital". The literature reported the result of 42 patients with kidney stones of the flexible transurethral lithotomy (f-tul) procedure using olympus uretero-reno fiberscope urf and non-olympus device from october 2016 to march 2019. In the subject case, there was 1 case of fever urinary tract infection. Omsc will submit a medical device report (MDR) depending on the event.